Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this lead had noise on the pace/sense portion. Inappropriate shocks were reported. The physician reprogrammed the device. There is no mention of intervention. No implant, explant or event dates were provided.